Event description:
It was reported that during a pvc ablation the implantable cardioverter defibrillator exhibited noise leading to oversensing and triggering inappropriate ams episodes. No intervention was performed. The patient was in stable condition.